Event description:
Patient had a severe sore throat and vomiting over one week post-op. A tee probe was used during surgery and had been disinfected using cidex opa solution prior to use. Asp follow up with reporter revealed that the patient was released.